Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had twiddled the right atrial (ra) lead all the way back into the pocket. This ra lead was explanted and replaced. No additional adverse patient effects were reported.